Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: during investigation, the pump was returned with a blank display screen. The pump was opened and it was found the display screen was cracked. A test display screen was used and operated properly. Unrelated to the original complaint, the keypad was found to be peeling off. The bolus button cover was found to be torn but still operable. The battery compartment was found to be cracked from the bottom traveling to the bumper. The pump casing was cracked at the top right corner between the display lens and the pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.